Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at the later date a supplemental medwatch will be sent. Additional information was requested, and the following was obtained: what tissue layer was the suture used on? Unk. What was the condition of the tissue (ie normal or thin, calcified, fragile, diseased)? Unk was any deficiency or anomaly noted on the suture prior to use? Unk. Were any cultures performed? If so, results? Unk. Can you explain ¿patient¿s incision had been split¿? The patient returned to the hospital for treatment, and complained of skin ulceration and discharge of pus at the original incision of the left wrist joint. Can you describe the appearance of the suture during the second procedure? Unk. What is the surgeon opinion as to relationship of the suture and the infection 30 days post op? What is the surgeon opinion of the contributing factors to the event of infection? Suture reaction. Can you identify the product code of silk suture? No. Do you have any suture samples for evaluation? No. What is the current condition of the patient? Unk.

Event description:
It was reported that the patient underwent a tenosynovial cyst excision procedure on unknown date and the suture was used. It was reported that the patient experienced post-op infection a month after the procedure. The patient returned to the hospital for treatment, and complained of skin ulceration and discharge of pus at the original incision of the left wrist joint. It was found that the patient's incision had been split. The debridement and drainage were given. The incision was fixed by bandage. Then patient condition changed better. The surgeon opined that the suture reaction contributed to infection.